Event description:
This complaint is now reportable based on the analysis completed in 2009. It was reported that the distal tip of the catheter was softer than other flexima catheters used in the past. This device was not returned for analysis, however, another device from the same lot was returned. The product analysis for this device found a hole in the pouch which could compromise sterility of the device.

Manufacturer narrative:
A device history record review for this batch was performed and revealed no related issues to the reported complaint. The device was received including all components in original unopened pouch with product label. The pouch was unopened indicating the device had not been used. A visual evaluation found a hole in the mylar (transparent) side of the pouch likely due to the pouch being pierced during customer handling of the returned device. During manufacturing the distal 10-15 cm of the catheter is coated (hydrogel coating) which gives it a slick look. Examining the returned device, it was found that the distal 15 cm of the catheter was coated which meets the coating specification of distal 10-15 cm. The working length of the catheter measured 21 cm which is within the manufacturing specification of 20.6 cm +/- 1 cm. The device was found to be intact with no issues. The most probable root cause for the reported complaint is user preference.